Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 4.285 mg/ml at 0.45 mg/day and bupivacaine 20 mg/ml at 2.1 mg/day via an implanted pump for chronic low back pain and non-malignant pain. The reporter was asked to go see the patient in the hospital because their pump was alarming. The alarm was heard and confirmed by telemetry and the critical alarm occurred, reset occurred, and low battery reset occurred. The pump logs were checked and it was noted the patient was about (B)(6) years old and since it was near end of service (eos) they would most likely just turn off the pump and not send the pump back for analysis. The caller was redirected to follow up with the healthcare provider (hcp). It was reported the patient was doing okay right now and the event date was asked and unknown. It was noted the logs only went as far back as (B)(6) 2018 at 10:20, which was where he was seeing the low battery and reset messages. The pump was interrogated around 10:34 on the date of this report so he did now know when the pump first started alarming. The reporter called back for the pump off password and the hcp called in for help entering the code. Additional information was received from a healthcare provider (hcp) indicated the low battery reset occurred on (B)(6) 2018 and discovered by the nurse aid in the patient's nursing home. It was noted the patient was not hospitalized because of the low battery reset. The patient did not experience any symptoms and the cause of the low battery reset was not determined. It was indicated the pump was turned off on (B)(6) 2018 and the low battery reset resolved. The patient's weight at the time of the event was "not applicable." No further complications were reported/anticipated or expected.